Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed: a delivery wire coil and introducer sheath were returned for this complaint. All parts were returned separated. The coil and delivery wire arms were not interlocked within introducer sheath. The twist lock of the introducer sheath had been opened. The delivery wire was inspected, and no anomalies were noted. The main coil was kinked and stretched. No more damages were found in the returned device. Microscopic inspection on delivery wire: the proximal end has a smooth surface. The interlocking arm was inspected, and no damages were noticed. Microscopic inspection on main coil: the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached (part not returned). Dimensional inspection of the delivery wire and main coil that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that device could not be pushed further. The target lesion was located in the internal iliac artery. A 10mm x 20cm interlock-35 was selected for use. During the procedure, it was noted that the coil could not be pushed nor withdraw from the catheter after advancing for a half. Both coil and catheter were removed. The procedure was completed with another of same device. No complications reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.